Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 24.5 mmol/l at the time of the event. The customer was hospitalized and was on IV insulin drip for diabetic ketoacidosis due to a pump failure. The customer experienced symptom's of feeling thirsty, troubleshooting was performed. The customer had used the insulin pump system within 48 hours of the reported high blood glucose event. The customer had not used the smartguard auto mode of the insulin pump. The customer declined to test pump. No further patient complications were reported. It was unknown whether the customer will continue the use of the insulin pump and will be returned for analysis.

Manufacturer narrative:
Customer returned pump for an alleged cosmetic damage and visit to emergency room/was hospitalized for high bgs/dka found on (B)(6) 2023 (per ss event date). However, the customer's note stated that the customer returned pump for an alleged visit to emergency room/was hospitalized for high bgs/dka found on (B)(6)2023. On (B)(4), svn#: (B)(4) - customer returned pump for an alleged high bgs/dka found on (B)(6) 2023 (per ss event date). However, the customer's note stated that the customer returned pump for an alleged high bgs/dka found on (B)(6) 2023. The pump was received with a scratched case. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08705 inches. However, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the ss event date of 11-oct-2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the ss event date 11-oct-2023 listed on smartsolve. Dailytotalcollectionstarttime: 10/11/2023 00:00:00.000, dailytotalofallinsulindelivered: 370000 (37 u), dailytotalofbasalinsulindelivered: 276000 (27.6 u), dailytotalofbolusinsulindelivered: 94000 (9.4 u), (B)(6) 202307:49:54.000 normalbolusdelivered (220), bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 94000 (9.4 u), bolusamountdelivered: 94000 (9.4 u). In further full review of the pump history/traces on the customer event date of 12-oct-2023, there is no unexpected alarms/suspends and no bolus delivery noted. Please see below for the daily total of basal/bolus and all insulin delivered on the customer event date 12-oct-2023 listed on smartsolve. Dailytotalcollectionstarttime: (B)(6) 2023 00:00:00.000. Dailytotalofallinsulindelivered: 276000 (27.6 u). Dailytotalofbasalinsulindelivered: 276000 (27.6 u). Dailytotalofbolusinsulindelivered: 0 (0 u). In further full review of the pump history/traces on the customer event date of 13-oct-2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the customer event date (B)(6) 2023 listed on smartsolve. Dailytotalcollectionstarttime: (B)(6) 2023 00:00:00.000. Dailytotalofallinsulindelivered: 496250 (49.625 u). Dailytotalofbasalinsulindelivered: 274250 (27.425 u). Dailytotalofbolusinsulindelivered: 222000 (22.2 u). (B)(6) 2023 10:58:29.000 normalbolusdelivered (220). Bolusprogrammingmethod: boluswizard (1). Normalbolusamountprogrammed: 79000 (7.9 u). Bolusamountdelivered: 79000 (7.9 u). (B)(6) 2023,12:52:20.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 26000 (2.6 u) bolusamountdelivered: 26000 (2.6 u) (B)(6) 2023,15:02:16.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 20000 (2 u) bolusamountdelivered: 20000 (2 u) (B)(6) 2023, 17:08:02.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 6000 (0.6 u), bolusamountdelivered: 6000 (0.6 u) ,(B)(6) 2023 18:36:52.000 normalbolusdelivered (220), bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 9000 (0.9 u), bolusamountdelivered: 9000 (0.9 u) ,(B)(6) 2023,19:54:41.000 normalbolusdelivered (220), bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 82000 (8.2 u), bolusamountdelivered: 82000 (8.2 u). The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. There were no unexpected pump errors/alarms noted 1 week prior to the ss event date 11-oct-2023, 13-oct-2023 and customer event date 12-oct-2023 in the formatted history file.  Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts noted. However, insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 11:19:17.000 low battery alert was recorded and found in the formatted history file on: (B)(6) 202308:27:01.000 insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2023at 5:38:57 pm. There was no power data available for the date of (B)(6) 2023. Unable to check power data for low battery alert. No unexpected low battery alert noted during testing. The pump was cut open to perform visual inspection and found slight corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. ¿ the original pcba 2 was cleaned, installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was cleaned, installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had an intermittent high sleep current measurement (unexpected battery power loss) due to slight corrosion on the pcba 1 and pcba 2. Force sensor zero offset within specification (22.5 mv). The motor was tested outside of the device on the ngp stb3 and passed. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. The test p-cap and reservoir locked properly into reservoir compartment during testing. Cosmetic damage was confirmed. Unable to verify customer alleged for high bgs/dka. The force sensor is within specification and the motor functioning properly. However, an intermittent high sleep current measurement (unexpected battery power loss) was confirmed due to slight corrosion on the pcba 1 and pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.